Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis. Additionally, there was no reported device malfunction. A review of the lot history record could not be performed as the lot number was not provided. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that two xience sierra stents (2.75x23mm and 3.5x15mm) were implanted on (B)(6) 2019. On (B)(6) 2019 and (B)(6) 2019, the patient was re-admitted with slurred speech and type 2 diabetes and unspecified cardio vascular symptoms. Unspecified treatment was administered to the patient. Final patient outcome is reportedly unknown. No additional information was provided.